Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the embolization coil was detached from the pusher assembly. The pusher assembly was not returned for evaluation; therefore, the root cause of the coil detachment during the procedure could not be determined. Further evaluation revealed that the embolization coil had offset coil winds throughout its length. This damage was likely incidental to the complaint. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the collateral vessels of the aorta filling the pulmonary arteries using pod packing coils (pod pcs), a lantern delivery microcatheter (lantern), a non-penumbra diagnostic catheter, and a non-penumbra sheath. During the procedure, while advancing a 60 cm pod pc, the lantern kicked out of the target vessel. Therefore, the pod pc was removed and re-sheathed. Then, the physician repositioned the lantern to reach a distal part of the target vessel. While advancing the previously sheathed 60 cm pod pc into the lantern, the pod pc unintentionally detached in the lantern. Therefore, the lantern containing the detached pod pc was removed and the pod pc was flushed out. Then, the physician attempted to re-advance the lantern into the diagnostic catheter; however, the lantern could not be advanced. There was no damage noted on the lantern. Subsequently, a new lantern was advanced into the diagnostic catheter and the physician attempted to implant a 30 cm pod pc; however, the 30 cm pod pc did not take shape due to a vasospasm. The vasospasm was related to the use of 30 cm pod pc. No medical intervention was performed to treat the vasospasm. The procedure ended at this point. There was no report of an adverse effect to the patient.